Manufacturer narrative:
Investigation is pending. A follow-up report will be submitted within 30 days with the investigation conclusions.

Event description:
This stent was being removed because it had been in the patient for over a year and had become infected. The physician said that the stent was in the patient for around a year. Reference also report # 3001845648-2017-00007.

Manufacturer narrative:
Additional information; did anything have to be removed from the patient? If yes, from what part of the body and what instrument was used to remove it: the problem occurred during removal. It was removed with graspers and a sheath; current storage conditions: the products are stored on a standard storage cart in a product storage room; date of implant: it was placed (B)(6) over a year ago; why was the stent removed (exchange or other issues): it had been in the patient for over a year and had become infected." The two related complaints have been submitted involving the same stent/patient. The stent was inserted in one hospital and removed in another, the implant date has been requested but cannot be provided. The information provided suggests that the stent was indwelling for over one year, contrary to the IFU which indicates a maximum indwelling time of 12 months, however, as the exact implant date is unknown this cannot be conclusively proven to be the case. The device was not available for return, therefore a document based investigation was carried out. This investigation is related to the infection which led to the removal of the stent. Input was gathered from product development engineering and it was stated that "infections can occur for many reasons and may not be just because of a stent in place. If the infection occurred just after a year, I would think that there are some other underlying factors i.e. If the stent was contaminated in production, for instance, infection would surface much sooner than 1 year. The nature of a double pigtail ureteric stent is that it maintains the ureteral office (ureter to bladder junction) in an open state ¿ as opposed to its normal closed state. In this open state, the potential for ascending infection from the bladder up to the kidney is much more likely than in an un-stented ureter. As double pigtail ureteral stents have a long history dating back to the 1970¿s, this potential for infection is not a new issue and therefore a consequence of ureteral stenting, rather than a specific issue to resonance. My guess is that the stent was hampered in drainage and that patient infection may have given rise to mucus in the kidney which itself can cause drainage problems (stent clogging). Removal was necessary due to poor drainage and infection. The stent was firmly held in place and the excessive removal force broke the internal wire. As there is no evidence of ureteral avulsion, the joint may have been poorly welded in production, but in saying that there is a 100% qc check each joint in a proof load test during manufacture. I conclude therefore that it was an over exertion of force during removal." A definitive cause for the customer¿s complaint was unable to be determined as the device was not returned to (B)(4) for analysis. The complaint was confirmed based on the customers testimony. Prior to distribution all resonance stent devices are subjected to visual inspection and functional checks to ensure device integrity. As the lot number of the device involved in this complaint was not provided, it was not possible to conduct a review of the device manufacturing records for this device. Rms devices are used for temporary stenting of the ureter in adult patients with extrinsic ureteral obstruction. These devices are intended for one-time use. As per instructions for use, "infection" is listed as a potential adverse event. As per instructions for use, users are cautioned as follows: ¿individual variations of interaction between stents and the urinary system are unpredictable. ¿ a warning on the instructions for use also advises the following: ¿patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film).¿ and ¿use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures¿ and "changes in urine viscosity may hamper drainage". Prior to distribution all resonance stent devices are subject to visual inspections to ensure device integrity. A 100% stress test is performed on the stent. This stress test is also confirmed. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This stent was being removed because it had been in the patient for over a year and had become infected. The physician said that the stent was in the patient for around a year. Reference also report # 3001845648-2017-00007.